Event description:
A surgeon reported the cutter tip was observed broken off during setup for a procedure. There was no patient involvement.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Two lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).